Event description:
Reported that meter kept displaying the three dashes. The meter options were reset, but the issue persisted and was not resolved with troubleshootng. There was no medical intervention or treatment given. Meter and replaced for the pt.